Manufacturer narrative:
It was reported that the patient was being transferred from a bed to a wheelchair with the assistance of two carers. When the patient was lifted over the bed, the spreader bar detached and the patient fell out of the device. As a result, the patient was injured in the face by the falling spreader bar. The patient was taken to the hospital for an x-ray. The results of the examination revealed no injury. The device was evaluated by arjo. The device evaluation confirmed the customer's allegation. It was found that the pivot bolt holding the spreader bar snapped. The part was replaced. The device was manufactured on 15-may-2009, so it was almost 16 years old at the time of the event. The review of complaints and service repairs revealed that the pivot bolt was not replaced in the past. The spreader bar detachment was discussed with the manufacturer's quality department. It was determined that the age of the product (deterioration of the component as a consequence of the device use over the years) was likely to have contributed to the spreader bar detachment. To summarize, arjo device failed to meet its specification when the spreader bar detached from the lift. The device was not used for the patient's treatment. The complaint was decided to be reportable due to the allegation of spreader bar detachment. The complaint is an isolated incident.

Manufacturer narrative:
Collected information is currently analyzed. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient was being transferred from a bed to a wheelchair with the assistance of two carers. As the patient was lifted over the bed, the spreader bar detached and the patient fell out of the device. As a result of the incident, the patient was injured in the face by the falling spreader bar. The patient was taken to hospital for an x-ray. The results of the examination revealed no injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.